Event description:
A non-healthcare professional reported that during intraocular lens implant procedure, the lens was marked because it was incorrectly placed inside the case. It was seen under a microscope before being implanted in the patient. There was no patient contact. The procedure was completed with the similar lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).